Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-23138.

Manufacturer narrative:
The investigation into the automated impella controller (aic) has been completed. The aic was returned for investigation. Console logs from the reported day of event are consistent with complaint and show that 3 attempts have been made to start the case. During 1st attempt, error message ¿optical sensor system error¿ presented and operators have been prompted to disconnect and reconnect the pump, which did not resolve the issue. On the 2nd attempt, the issue remained unresolved and same error message presented. After disconnecting the pump and reconnecting again, case start wizard prompted to switch the controller two minutes later, pump was disconnected and transferred to the backup console (ic5503). Corresponding rtlog data shows that after 3rd connection of the pump on the original (complaint) console, the issue was resolved and optical placement signal was valid, however, staff swapped the controller to a backup due to earlier prompt from case start wizard ¿optical sensor system error - switch controller¿. During 1st and 2nd attempt, signals from the optical bench recorded in rtlogs are consistent with an air gap, producing low snr. Ltlog data from ic5503 indicated that placement signal issues (optical sensor system error or placement signal not reliable) did not repeat on the backup console. The console was received in danvers and inspected, and minor contamination (debris) were found on the optical pump connector fiber. After cleaning, the 5s parameters of the optical system were well within specification. Reported issues with optical system were most likely caused by an air gap between optical fiber in optical pump connector and optical fiber in console¿s pump receptacle. This might have been caused either by debris in the receptacle (dislodged after the event) or could have been use-related (e.g. Pump plug not pushed all the way in). The cause of the optical signal failure was an air gap from between the aic and the patient cable plug.

Event description:
The complainant reported that an automated impella controller (aic) failed to recognize the fiberoptic sensor when the white connector cable was plugged in. Troubleshooting was attempted, but the failure remained. The aic was subsequently swapped and the issue resolved. There was no patient harm.